Manufacturer narrative:
(B)(4). The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that post procedure, it was found that the clip detached from one leaflet, and remained attached to the other leaflet, which required an additional mitraclip procedure for treatment. On (B)(6) 2016, the initial mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing the mr to 1. On (B)(6) 2016, it was found that the implanted clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The mr increased to 4. An additional mitraclip procedure has been scheduled for (B)(6) 2016 for treatment of the slda. The patient is currently stable and at home. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of mitral regurgitation (mr-worsening) as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. All available information was investigated and a definitive cause for the reported single leaflet device attachment (slda) could not be determined. It is possible that there were procedural interactions (e.g. The patient anatomy, visualization) which contributed to the user experience; however, this cannot be confirmed. The reported patient effect of mr however, was likely due to the slda. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the previous medical device reports, the following information was provided: a second mitraclip procedure was performed on (B)(6) 2017 to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing the mr to 2. No additional information was provided.

Manufacturer narrative:
(B)(4). If follow-up, what type?: correction: intervention was not performed, date of event. The reported patient effects of dyspnea and atrial fibrillation as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported patient effects of dyspnea and atrial fibrillation are secondary effects of mitral regurgitation (mr). Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
Subsequent to the 30-day and follow-up #1 medical device report, the following information was provided: two hours post procedure, the patient felt the mitral regurgitation return with atrial fibrillation and dyspnea on exertion. An additional procedure was not performed. No additional information was provided.